Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a ureteroscopy procedure within the ureter performed on (B)(6) 2013. According to the complainant, during procedure, the basket broke off approximately six inches from the basket down the sheath. The detached parts were successfully removed from the patient using another zero tip basket. Reportedly, the basket was inspected and tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be fine. Associated manufacturer report 3005099803-2013-12010 pertains to the other device.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a ureteroscopy procedure within the ureter performed on (B)(6) 2013. According to the complainant, during procedure, the basket broke off approximately six inches from the basket down the sheath. The detached parts were successfully removed from the patient using another zero tip basket. Reportedly, the basket was inspected and tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be fine. Associated manufacturer report 3005099803-2013-12010 pertains to the other device.

Manufacturer narrative:
Visual and functional analyses of the returned zero tip basket were performed. The device was received with the original, opened and labeled pouch. Following a detailed device analysis, it was found that the detached basket assembly overall length was approximately 14.2cm including the basket. The basket assembly was detached at the splice cannula, and the splice cannula remained attached to the basket assembly. A functional analysis was performed and found that the device extends and retracts, yet with resistance. Handle cannula was found to bent/kinked and outer sheath was kinked, buckled and bent approximately at 1cm, 7cm and 9cm from the distal end of the device. The sheath s/a working length when measured was below the lower specification limit. This is likely due to the buckled sheath. Taking into consideration the findings from the product analysis together with all available information, the most probable root cause for the detached basket and sheath defects is operational context. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.